Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, they inflated the balloon, and water was leaking out. The balloon was removed from the patient, and a balloon leak was observed. Two additional cre pro wireguided dilatation balloons were attempted to be used but also leaked during use. The procedure was completed with a fourth cre pro wireguided dilatation balloon. The anatomy location during the leak is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. H11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that only the unopened original pouch was returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. Due to lack of evidence and without proper evaluation of the device, the investigation determined the most probable root cause is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, they inflated the balloon, and water was leaking out. The balloon was removed from the patient, and a balloon leak was observed. Two additional cre pro wireguided dilatation balloons were attempted to be used but also leaked during use. The procedure was completed with a fourth cre pro wireguided dilatation balloon. The anatomy location during the leak is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.